Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled and the pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. This isolated the printed circuit board as being defective. An analysis of the printed circuit board did not reveal any obvious burned or damaged components. The pcb¿s fuse was removed and checked with an ohmmeter. The fuse was open. The complaint was confirmed and the root cause has been determined to be a blown fuse on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a cuff repair the spider tenet was not holding. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.